Event description:
It was reported that during a da vinci-assisted redo nissen fundoplication surgical procedure, user informed the technical support engineer (tse) that the universal surgical manipulator (usm)2 had been exhibiting shakiness during use. The user attempted to reseat the instrument, but the instrument continued to vibrate. At times, the movement was significantly large and occurred continuously. The user confirmed that neither the boom nor the distal set up joint (dsuj) was extended to its maximum range. The user continued with the procedure using the same system configuration without further issues. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse performed comprehensive diagnostic testing on all universal surgical manipulators (usm), including friction testing. All units passed and no abnormal friction or drift was observed. Full system verification was completed with no errors. The fse was unable to replicate the reported vibration; however, positional analysis suggested that usm2 may have been operating near a hard stop, potentially causing the perceived instability. No hardware replacement was required. System was inspected, verified, and released as ready for clinical use. The probable root cause may be attributed to the usm2 was likely positioned near or against a mechanical hard stop during the procedure, which may have induced unintended or exaggerated instrument motion perceived as vibration.